Event description:
The customer reported the ventilator went vent inop and alarmed while being prepared for use. The customer reported there was no pt harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics svc tech was unable to duplicate the reported problem. However, the svc tech confirmed a diagnostic code in log history indicating a vent inop occurred due to an exhalation motor error. The svc tech replaced the exhalation valve and exhalation motor controller board as a precautionary measure. Performance verification testing and extended self testing (est) was performed and the ventilator passed per operating specs.